Event description:
Customer reported her sensor readings have been inaccurate for the last week and a half. As an example, customer stated her last sensor reading was below 40 mg/dl, but her actual blood glucose was 120 mg/dl. Customer received two calibration errors, but did not change out the sensor. Customer was advised of proper sensor insertion and calibration methods. She was advised to reboot the sensor and monitor the issue. Replacement supplies were sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.